Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no visible damage to the device. However, the lifeband that was returned with the device was damaged and appeared to be broken on one end and pinching on the other end indicating that lifeband was potentially not installed properly per instruction and therefore probably got snagged during compressions. A review of the platform showed "under voltage <18v" and user advisory and (ua) 16 (timeout moving to take-up position messages on (B)(6) 2016 with li-ion battery (s/n (B)(4)). The last power up date of the platform was on (B)(6) 2016. The platform passed functional test without displaying any error messages. The autopulse platform was run with lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) using customer's batteries (B)(4) for approximately 5 minutes respectively with no problem found. Additionally, the platform passed the brake gap check and adjustment. Unrelated to the complaint, and as part of routine service activity, the clutch plate was checked and found to be sticky and therefore was deburred to reduce the probability of reoccurrence. In summary, the customer's reported complaint of autopulse powering off was not confirmed. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse platform passed all final testing criteria.

Event description:
On (B)(6) 2016, it was reported that during patient transport, the autopulse platform (serial number (B)(4)) powered off. According to the reporter, the autopulse platform is checked daily and there were no issues reported during shift check on the day of the event. Prior to transporting the patient, it was reported that the device was working properly. A backboard was used to extricate the patient. The attending emergency medical team did not report any error message or alarms from the device prior to the power issue. Following the event, a replacement battery was used; however, with no success. A secondary autopulse platform was not used. Manual CPR was initiated and continued for an unspecified length of time. No other information was provided. There was no known patient consequences reported. According to the attending crew, the device powered back on, when it was re-checked at the station. The reporter did not observe any physical damage to the autopulse platform battery latch at that time.